Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The slide insert was not visible in the viewing window and the linkage assembly was in the not deployed state. Because the device did not deploy, the exposed portion of the soft cannula was not seen past the bottom housing. The download data showed that the device completed 28 pulses before being deactivated. The device did not complete first prime before being deactivated; the priming sequence should have been fully completed before the device was able to deactivate. The cause for why the device did not complete the priming sequence before deactivating could not be determined. No alarms, timeouts or drive stalls were observed. The device was reset and reran. The rerun saw that the device functioned as intended. Upon inspecting the drive mechanism, contamination was observed on the commutator cap. The contamination did not interfere with the devices ability to run as intended. The cause for the device not deploying could not be determined. No other damages or deficiencies were observed during the investigation.